Event description:
It was reported that during a port placement procedure, the sheath was allegedly coiled back and would not advance into access site. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port, one groshong catheter with a loaded cath-lock and catheter stylet, one right-angle non-coring needle, one straight non-coring needle, one vein pick, one cath-lock, one syringe, one j-tip guidewire in a guidewire hoop, one tunneler, one introducer needle and one sealed safety infusion set were returned for evaluation. Gross visual and functional testing were performed. The complaint samples were noted to be cleaned. The investigation is inconclusive for the reported deformation and advancement issues as the reported sheath was not returned for evaluation and the exact circumstances at the time of reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath was allegedly coiled back and would not advance into access site. There was no reported patient injury.